Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
During the implant procedure, there was a decreased sensing value noted after attempting to place the lead several times. A new lead was used to complete the procedure, and the patient was stable with no consequences.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found the helix was extended and clogged with blood and tissue. After cleaning the helix region of blood and tissue, the helix was able to retract and extend. The extended helix was found to be within product specification. The reported event of a decreased sensing value was not confirmed.